Event description:
Medtronic received information that following implant of this transcatheter bioprosthetic heart valve, an angiogram showed normal blood flow. Thirty minutes post-implant, the patient exhibited st segment depression on an electrocardiogram. An echocardiogram showed reduced contractility of the left ventricle, and an angiogram confirmed partial left coronary occlusion. A coronary artery bypass surgery was performed to ensure left coronary artery flow. No subsequent adverse patient effects were reported.

Manufacturer narrative:
It was reported that the patient¿s sinus of valsalva was very small; however, it is unclear whether the occlusion was related to patient condition/anatomy as was reported. It cannot be determined from the available information if the valve was ultimately placed higher than intended as no procedural video images were submitted for analysis. This type of issue is generally due to patient anatomy and/or implant technique. From the available information a conclusive cause for the occlusion could not be determined. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported event.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.